Event description:
Customer reportedly received results of approx 200 mg/dl and 30 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, replacement was sent.

Manufacturer narrative:
Received an empty drum in the meter with lot number 206803. Retention testing done on that lot number.